Event description:
Customer reported attachment with emax2plus and console foot pedal for repair shows failure code after about 10 seconds. Device was returned for service. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged and not functioning properly. This was attributed to normal wear of the device. Various parts were replaced. Device was repaired and returned to the customer.